Manufacturer narrative:
The customer has not returned the meter. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. Since no product was returned the investigation could not be completed.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a power issue with coaguchek xs meter with serial number (B)(4). The customer stated the meter wouldn¿t turn on so he changed the batteries. A display check was performed and the customer saw 6 segments on the display screen. He stated there was a rainbow color over the screen and the screen was getting dimmer the longer he held the button down to perform a display check. There was no known damage or abuse to the meter. The meter was not in direct sunlight. The customer saw the qc check mark, and 2 bars in the test strip icon. The display was not complete which affected the test result section. There was no allegation that an adverse event occurred. The meter was requested for investigation and a replacement was sent.